Manufacturer narrative:
The device was discarded and will not be returned to depuy synthes power tools. If additional info becomes available, a supplemental report will be sent.

Event description:
Report 2 of 2. Report received from (B)(6) stating that device broke during use on cranial flap. Ther was no injury reported. It is unk if delay or medical intervention occurred. The broken device was disposed at the time. Representative samples with same lot number were returned. There is no additional info available.